Manufacturer narrative:
A product investigation was completed: the complaint condition for the 357.372 lot number 7396679 helical blade inserter and the 357.377 lot number 5736995 helical blade coupling screw was likely caused by rough handling and off angle hammering during surgery; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 357.372 helical blade inserter and 357.377 helical blade coupling screw are instruments routinely used in the titanium trochanteric fixation nail system. The 357.377 helical blade coupling screw was returned and reported to have broken during surgery. This condition is confirmed; the head of the device has shorn off the shaft. It is likely that off angle hammer strikes led to the introduction of shear forces and to this complaint condition. The device was manufactured in july 2008 and is over seven years old. The balance of the returned device is in fairly worn condition with wear from hammer strikes on the proximal head. The relevant drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The 357.372 helical blade inserter was returned and reported to be difficult to remove. This was stated to be because of the coupling screw breakage. Upon receipt it was found that the helical blade inserter was damaged. This condition is confirmed; a pin inside the alignment indicator has broken allowing the thumb screw to unscrew out of the device entirely. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in june 2013 and is over two years old. The balance of the returned device is in fairly worn condition with numerous markings from hammer strikes along its length. The relevant drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for these devices can be replicated is not applicable for this condition. The risk assessment adequately addresses the complaint event. No non-conformance reports germane to the complaint condition were generated during the production of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A trochanteric fixation nail (tfn) was performed on (B)(6) 2016 on a right femur fracture. While inserting the helical blade into place, the coupling screw broke. The surgeon hit the coupling screw that threads into the blade twice with the mallet to insert the blade. During the second hammer strike the coupling screw head broke off leaving the shaft lodged in the inserter. The blade was inserted half way after the coupling screw broke so the surgeon decided to directly hammer in the blade. The blade advanced in and there was no issue with completing the insertion. However, after insertion there was difficulty in removing the inserter, due to the coupling screw breakage. The surgeon ultimately used a conical extractor and backed the inserter out. There were no fragments left in the patient. The screw breakage was a clean break. Procedure was successfully completed and a five (5) minute surgical delay was reported. This is report 1 of 2 for (B)(4).